Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain [pelvic pain female], right hypochondrium pain [hypochondrium pain right] , backache [backache] , kidney pain [kidney pain] , kidney pain with foul-smelling urine [urine odour foul] , gallbladder colic [biliary colic] , metal allergies [allergy to metals] , depression [depression] , chronic fatigue [chronic fatigue] , headaches [headache] , metallic taste in the mouth [taste metallic], muscle tetany [muscle contractions involuntary] , macrostones in her gallbladder [calculus gallbladder] , hepatic cytolysis [hepatic cytolysis] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 26-may-2025. The most recent information was received on 03-jun-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and abdominal pain upper ("right hypochondrium pain") in a 44-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abdominoplasty, carpal tunnel syndrome and appendectomy. On (B)(6) 2014, the patient had essure inserted. In 2018 she experienced pelvic pain (seriousness criterion intervention required), abdominal pain upper (seriousness criterion hospitalisation), back pain ("backache"), renal pain ("kidney pain"), urine odour abnormal ("kidney pain with foul-smelling urine"), biliary colic ("gallbladder colic"), allergy to metals ("metal allergies"), depression ("depression"), fatigue (" chronic fatigue"), headache ("headaches"), dysgeusia ("metallic taste in the mouth"), muscle contractions involuntary ("muscle tetany"), cholelithiasis ("macrostones in her gallbladder") and hepatic cytolysis ("hepatic cytolysis"). Essure was removed on (B)(6) 2022. The patient was treated with doliprane (paracetamol), nsaids (unknown) and anticoagulation (anticoagulant citrate dextrose) as well as surgery (bilateral salpingectomy and gallbladder removal). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to back pain, renal pain, urine odour abnormal, biliary colic, allergy to metals, depression, fatigue, headache, dysgeusia, muscle contractions involuntary, pelvic pain, cholelithiasis, abdominal pain upper or hepatic cytolysis. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kg. [Liver function test] (date unknown): abnormal [pathology test] on (B)(6) 2022: the communicated fragments measured 10 and 8 cm, with the presence of an essure in each of the fallopian tubes. The histological examination therefore involved several fragments of tubal parenchyma containing regular villi with no inflammatory infiltrate or fibrous thickening. With regard to the entire sample, no suspicion of malignancy was found. There was no dysplastic foci or serous intraepithelial neoplasm (serous tubal intraepithelial carcinoma [stic]) that could be analysed. Conclusion: tubal walls histologically near normal. No dysplastic foci or serous intraepithelial neoplasm (stic) that could be analyzed. [Ultrasound abdomen] (date unknown): revealed the presence of macrostones in her gallbladder with no dilatation of her bile ducts and no signs of complications [x-ray] on (B)(6) 2021: normal positioning of the essure device in pelvic projection. Presence of a pedunculated exostosis with well-defined contours, measuring 20 mm × 5 mm at the junction of the left ischiopubic ramus and the left iliac wing. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jun-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Pelvic pain [pelvic pain female] the communicated fragments measured 10 and 8 cm [device breakage] right hypochondrium pain [hypochondrium pain right] backache [backache] kidney pain [kidney pain] kidney pain with foul-smelling urine [urine odour foul] gallbladder colic [biliary colic] metal allergies [allergy to metals] depression [depression] chronic fatigue [chronic fatigue] headaches [headache] metallic taste in the mouth [taste metallic] muscle tetany [muscle contractions involuntary] calculous migration [calculous cholecystitis] hepatic cytolysis [hepatic cytolysis]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 26-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("the communicated fragments measured 10 and 8 cm") and abdominal pain upper ("right hypochondrium pain") in a 44-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abdominoplasty, carpal tunnel syndrome and appendectomy. On (B)(6) 2014, the patient had essure inserted. In 2018 she experienced pelvic pain (seriousness criterion intervention required), back pain ("backache"), renal pain ("kidney pain"), urine odour abnormal ("kidney pain with foul-smelling urine"), biliary colic ("gallbladder colic"), allergy to metals ("metal allergies"), depression ("depression"), fatigue (" chronic fatigue"), dysgeusia ("metallic taste in the mouth"), muscle contractions involuntary ("muscle tetany"), cholecystitis ("calculous migration"), abdominal pain upper (seriousness criterion hospitalisation) and hepatic cytolysis ("hepatic cytolysis"). Essure was removed on (B)(6) 2022. On unknown date she experienced device breakage (seriousness criterion intervention required) and headache ("headaches"). The patient was treated with doliprane (paracetamol), nsaids (unknown) and anticoagulation (anticoagulant citrate dextrose) as well as surgery (bilateral salpingectomy and gallbladder removal). At the time of the report, the outcomes for pelvic pain, back pain, renal pain, urine odour abnormal, biliary colic, allergy to metals, depression, fatigue, headache, dysgeusia, muscle contractions involuntary, cholecystitis, abdominal pain upper and hepatic cytolysis were unknown. No causality assessment was received for essure with regard to back pain, renal pain, urine odour abnormal, biliary colic, allergy to metals, depression, fatigue, headache, dysgeusia, muscle contractions involuntary, pelvic pain, cholecystitis, abdominal pain upper, hepatic cytolysis or device breakage. The reporter commented: letter from dr dated (B)(6) 2018: examination requested: abdominal ultrasound clinical information: foul-smelling urine for the past 3 weeks with pelvic pain and no fever. Recommendations: arrive fasting, bring your previous or recent x-rays, and inform the radiologist if you are pregnant. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 78 kg. [Liver function test] (date unknown): abnormal [pathology test] on (B)(6) 2022: the communicated fragments measured 10 and 8 cm, with the presence of an essure in each of the fallopian tubes. The histological examination therefore involved several fragments of tubal parenchyma containing regular villi with no inflammatory infiltrate or fibrous thickening. With regard to the entire sample, no suspicion of malignancy was found. There was no dysplastic foci or serous intraepithelial neoplasm (serous tubal intraepithelial carcinoma [stic]) that could be analysed. Conclusion: tubal walls histologically near normal. No dysplastic foci or serous intraepithelial neoplasm (stic) that could be analyzed. [Ultrasound abdomen] (date unknown): revealed the presence of macrostones in her gallbladder with no dilatation of her bile ducts and no signs of complications [x-ray] on (B)(6) 2021: normal positioning of the essure device in pelvic projection. Presence of a pedunculated exostosis with well-defined contours, measuring 20 mm × 5 mm at the junction of the left ischiopubic ramus and the left iliac wing. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.